Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver had intermittent audio output. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. A communication tool audio test was performed and did not confirm the reported event of no audio output. The root cause could not be determined.